Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had a complaint from a practitioner about a leaking problem with a kangaroo 20f gastrostomy tube. The collar was incorrectly attached.

Manufacturer narrative:
The device history record was reviewed, and no discrepancies were found according to the reported condition. A sample analysis was not possible since no photographs nor actual samples were provided for evaluation. A possible root cause cannot be determined without a sample to evaluate, however, a formal corrective/preventative action (CAPA) was opened to address the reported condition through a more robust investigation; results of the investigation will be documented through the referred CAPA. The complaint shall be reopened if a sample is received for evaluation.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was received for evaluation and the reported condition has been confirmed; there was a leak observed at the y-port. A corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
Updated section d4 to include new product model, catalog and UDI number.